Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and intermittent atrium capture was noted on the left ventricular lead. The lead had dislodged. The physician believed excessive coughing due to unrelated issue was possible cause of the dislodgment. The lead was explanted. No additional information was reported.

Event description:
New information noted that the patient was stable.